Manufacturer narrative:
Product and lot number not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Lips caught during brushing [lip injury]. Brushheads are not straight [device physical properly issue]. Brush head broke off during brushing [device breakage]. Case description: a consumer reported that during brushing with an oral-b rechargeable toothbrush, version unk with an oral-b flexisoft brushhead and reported the toothbrush head had broken off twice. The consumer reported the brush head was not straight and caught the lip while brushing. The consumer reported happened with two packs of brush heads.